Event description:
The customer's mother reported that while her son was adjusting his medication based on readings from his freestyle meter. She also reports that while he was driving, he blacked out and caused a three car accident. The paramedics transported him to a medical facility via helicopter. The customer was given insulin. In addition, the customer reported the last adc meter reading was 128 mg/dl, and that he was using expired test strips. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.